Event description:
The customer provided the following additional information: there was no adverse event as another device was used in place of the defective device. There was no need for medical intervention, no drug used with this device and no leakage was noted. The clinician noticed the reported defect when he observed the device in his hands. There was no unprotected chemotherapy exposure. There was a delay in therapy for about 2 to 3 minutes, corresponding to the amount of the time that was required to obtain another device from the stock.

Manufacturer narrative:
Additional information can be found in b5 and h6.

Event description:
The event involved a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves. The customer reported the following: it was discovered that the device tubing was not glued to the luer lock system upon attempting to connect the device to the patient via an arterial catheter. The lower part of the kit came off on its own and fell on the table. The kit was then changed out and the next kit was verified. There was no human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The following device was returned for complaint investigation: -one used list #011-46106-23, transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves; lot #6024115. The reported complaint of separation was confirmed on the returned device. An image was provided by the customer showing the separation. During visual inspection, the 25" pressure tubing was found separated from the winged male luer. The tubing pocket was tacky. The probable cause of the tacky pvc tubing had occurred due to uv adhesive not being fully cured during the assembly process in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Date returned to mfg: 21aug2023. Updated information from the manufacturer can be found.